Manufacturer narrative:
It was reported that the product was used during radiofrequency lesioning procedure. Product was placed on patient's left lower side back. Once rfl machine was started, patient started to complain of burning sensation at grounding pad site. Procedure was stopped and grounding pad removed. Patient did have red irritation/abrasion at site of grounding pad. Pad discarded and supply chain notified. All lot numbers were pulled from production. Upon inspection - pad did have two small indents in the pad. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a radiofrequency lesioning procedure patient experienced burning sensation at grounding pad site. In turn, the procedure was stopped and grounding pad was removed. Red irritation/abrasion at site of grounding pad was noted.